Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was not reported. The patient was hospitalized for peritonitis. The patient was treated with fortum (ceftazidime) (dose, route, frequency, and duration not reported) for peritonitis. Action taken with extraneal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.